Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was not performed by our field service engineer. According to received information, the technical error in expiratory cassette alarm occurred on the ventilator and expiratory channel printed circuit board (pcb) was identified as defective. The repair will be done by the customer himself or third-party service. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The attached photo of device's logs confirmed the reported issue. The above-mentioned problem is not safety related, does not compromise user¿s safety and causes only minor inconvenience for the user. The root cause has not been established.

Manufacturer narrative:
The ventilator required replacement of the expiratory channel printed circuit board. The customer allegation is unknown. Repair will be done by the customer himself or third-party service. No more details were provided. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The root cause to why and in what way the part failed has not been established. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator required replacement of the expiratory channel printed circuit board. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).